Event description:
Container did not open and release liquid to mix with dry powder to activate cement as intended. Did not reach patient. Another disposable palacos cement supply was opened and used.